Event description:
The customer contacted physio-control to report that during a recent patient their device locked up. All of the button led's on the right side of the device were flashing on and off and the on button was not responsive. The device user then removed and reinserted the batteries. The device was then powered on and functioned normally the remainder of the event. The patient was being monitored at the time of the event and defibrillation was not necessary. There was no adverse effect to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that when a little force was applied to the front of the device that the unit would either reboot or the word "service" would appear across the display. The word "service" across the display is indicative of a device lockup condition. Physio then replaced the system/memory pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.